Event description:
Info received indicates the right foot siderail latch cover is bent, preventing the siderail from latching.

Manufacturer narrative:
The tech replaced the siderail latch cover to repair the bed.